Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Pieces were left inside my body-vagina [foreign body in reproductive tract]. Tampons shredded apart [device breakage]. With barely pulling on them they fell apart [complication of device removal]. Consumer reported via email that the tampons shredded and pieces were left inside her body. No serious injury was reported.